Event description:
The pt was implanted with a left ventricular assist device. The perfusionist reported that the percutaneous lead was damaged. The pt had low flow hazards and was admitted to the hospital for analysis of the lead. On (B)(6) 2012, the percutaneous lead was repaired.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.